Event description:
It was reported that the right ventricular lead exhibited noise. It was noted that the noise was too big to program around and the lead impedance was low, and it could possibly be an insulation issue. Further information was requested however, was not provided.